Event description:
It was reported this was a mitraclip and triclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and functional tricuspid regurgitation (tr) with a grade of 4-5. It was noted during preparation of all four delivery systems that there was a prolonged de-airing. This was observed when translating the dc handle, air continued to come through the sleeve. After a few minutes of flushing and translating the handle, the air bubbles were resolved. It was also noted that three of the four delivery systems experienced a gripper actuation issue while inside the patient's anatomy. This was observed during the gripper orientation step. Troubleshoot was performed and the issue was able to be resolved. Two clips were implanted in the mitral valve, reducing mr to a grade of 1-2. Two clips were implanted in the tricuspid valve, reducing tr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds and single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip and triclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and functional tricuspid regurgitation (tr) with a grade of 4-5. It was noted during preparation of all four delivery systems that there was a prolonged de-airing. This was observed when translating the dc handle, air continued to come through the sleeve. After a few minutes of flushing and translating the handle, the air bubbles were resolved. It was also noted that three of the four delivery systems experienced a gripper actuation issue while inside the patient's anatomy. This was observed during the gripper orientation step. Troubleshoot was performed and the issue was able to be resolved. Two clips were implanted in the mitral valve, reducing mr to a grade of 1-2. Two clips were implanted in the tricuspid valve, reducing tr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.